Event description:
Related manufacturing reference number: 2017865-2021-33793. It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy. No intervention was reported. The patient condition was unknown. New information received indicates that the inappropriate therapy occurred due to right ventricular lead dislodgement. It was noted that the lead exhibited far p oversensing, r wave amplitude variation, and loss of capture. The patient was symptomatic due to the inappropriate therapy. Programming changes were made. There were no patient consequences.